Event description:
The event is reported as: complaint alleges: surgeon used applier on a cystic duct. He applied the first 2 clips, but then the applier stopped when he tried to apply the 3rd clip. No pt injury reported. Pt's condition listed as fine.

Manufacturer narrative:
Device sample returned to MFR, but investigation is incomplete at time of this report. A device history record (DHR) review did not show any issues related to this complaint.